Event description:
It was reported that the reservoir leaked insulin. Customer woke up in the morning and the reservoir was empty. Customer woke up with high blood glucose. The blood glucose reading is 321 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.